Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age/date of birth, and weight not available for reporting. It is unknown when the non-union occurred. This report is for one unknown 3.5mm locking compression plate. UDI: no part number, UDI unavailable. Original implant date is unknown. Device is unavailable for return. Part # is unknown, 510k is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of an ulna on an unknown date. Patient was implanted with a 3.5mm lcp (locking compression plate), locking screws and cortical screws. During a following up visit on an unknown date, a non-union was noted. Patient underwent revision surgery on (B)(6) 2016. All hardware was removed easily and without incident. The hardware was intact with no reported issues. All hardware was removed and patient was revised to a longer 3.5mm locking plate and screws. Routine intraoperative x-rays were taken as standard for the procedure. There was no surgical delay and additional medical intervention was not required. The procedure was completed successfully and patient status was reported as good. This is report 1 of 3 for com-(B)(4). This report is for one unknown 3.5mm locking compression plate.